Manufacturer narrative:
Conclusion: the electrical characteristics of the returned device were within specifications; the inspection of the connector header revealed: damages at the distal atrial level (setscrew and terminal block) and at the ventricular level (terminal block) and at the corresponding silicone cover slot. An excess of glue was observed around the atrial terminal block and near the atrial setscrew slot but it has not prevented to introduce the screwdriver. These damages confirm difficulties were met during the screwing/unscrewing operations. However, it is not possible to determine whether these damages resulted from screwing operations at the beginning of the implantation procedure or when disconnecting the device, i.e whether there is a link between these damages and the reported event. The printout dated from the day of the implantation confirmed a high atrial lead impedance. Because of these findings, it is likely that the electrical continuity has not been ensured between the leads pins and the pacemaker components; consequently, high impedance could have been observed at the atrial level. As the reported behaviour was resolved by changing the pacemaker, the most probable hypothesis for this reported behavior is a lead-pacemaker connection issue.

Event description:
Reportedly, during a pacemaker replacement procedure and in continuation of connection issues with high impedance at atrial level which occurred successively on two devices (reported under MDR #1000165971-2010-00396 and #1000165971-2010-00397), the pacemaker involved in this MDR was attempted to connect to the leads but the previous observed anomalies (high impedance at atrial level) still exist. The pacemaker involved in this MDR report was returned for analysis.